Event description:
The customer reported that the saved images have a distortion on them. No patient injury was reported.

Manufacturer narrative:
The ge service rep attempted to imitate circumstances in which the image distortion occurred but could not get the same result. He found there could be a cable shielding issue due to the fact that an ipod phone signal did in fact alter an image. Without the phone in proximity, the system performs as intended.